Event description:
It was reported that the rx rocket was prepped and placed onto a guide wire. It was noted that the tip of the catheter appeared bent. The catheter was removed from the pt and it was revealed the tip had separated. No attempt was made to locate the detached tip. Reportedly it was thought to be on the guide wire and not inside the pt. No pt injury was associated with this event.